Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure devices") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (removal of the devices and her fallopian tubes). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure devices / metallic foreign body within the myometrium of the right uterine findings.') And embedded device ('metallic foreign body within the myometrium of the right uterine findings.') In an adult female patient who had essure (batch no. C22920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, tonsillectomy and miscarriage ((B)(6) 2014). Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), heavy menstrual bleeding ("bleeding with clot/periods/bleeding"), dyspareunia ("painful sexual intercourse"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), depression ("depression"), depressed mood ("sadness"), abdominal pain ("abdominal pain"), gastrooesophageal reflux disease ("gerd"), arthralgia ("joint pain in legs"), dysuria ("painful urination") and gait disturbance ("plaintiff could not get out of bed or walk"). The patient was treated with cyclobenzaprine, gabapentin, ibuprofen, omeprazole, paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy and partial cornuectomyn, and essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and dysuria was resolving, the embedded device, vulvovaginal pain, abdominal pain, gastrooesophageal reflux disease, arthralgia and gait disturbance outcome was unknown and the pelvic discomfort, heavy menstrual bleeding, dyspareunia, back pain, depression and depressed mood had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, arthralgia, back pain, depressed mood, depression, device expulsion, dyspareunia, dysuria, gait disturbance, gastrooesophageal reflux disease, heavy menstrual bleeding, pelvic discomfort and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: right fallopian tube appears occluded.; on (B)(6) 2015: left tubal beyond the micro insert is demonstrated. The patient should remain on alternative contraception and not rely on the essure micro insert for contraception.; on (B)(6) 2015: satisfactory position of the essure micro inserts, however small amount of contrast in the left fallopian tube.. Ultrasound scan vagina - on(B)(6) 2018: linear echogenic fous which likely represents a metallic foreign body within the myometrium of the right uterine findings. The finding may represent a displaced intrauterine device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain,vaginal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter and aka added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure devices / metallic foreign body within the myometrium of the right uterine findings.') And embedded device ('metallic foreign body within the myometrium of the right uterine findings.') In an adult female patient who had essure (batch no. C22920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, tonsillectomy and miscarriage ((B)(6) 2014). Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), menorrhagia ("bleeding with clot/periods/bleeding"), dyspareunia ("painful sexual intercourse"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), depression ("depression"), depressed mood ("sadness"), abdominal pain ("abdominal pain"), gastrooesophageal reflux disease ("gerd"), arthralgia ("joint pain in legs"), dysuria ("painful urination") and gait disturbance ("plaintiff could not get out of bed or walk"). The patient was treated with cyclobenzaprine, gabapentin, ibuprofen, omeprazole, paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy and partial cornuectomyn, and essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and dysuria was resolving, the embedded device, vulvovaginal pain, abdominal pain, gastrooesophageal reflux disease, arthralgia and gait disturbance outcome was unknown and the pelvic discomfort, menorrhagia, dyspareunia, back pain, depression and depressed mood had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, arthralgia, back pain, depressed mood, depression, device expulsion, dyspareunia, dysuria, gait disturbance, gastrooesophageal reflux disease, menorrhagia, pelvic discomfort and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: right fallopian tube appears occluded.; on (B)(6) 2015: left tubal beyond the micro insert is demonstrated. The patient should remain on alternative contraception and not rely on the essure micro insert for contraception.; on (B)(6) 2015: satisfactory position of the essure micro inserts, however small amount of contrast in the left fallopian tube.. Ultrasound scan vagina: on (B)(6) 2018: linear echogenic fous which likely represents a metallic foreign body within the myometrium of the right uterine findings. The finding may represent a displaced intrauterine device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure devices / metallic foreign body within the myometrium of the right uterine findings.") And embedded device ("metallic foreign body within the myometrium of the right uterine findings.") In a female patient who had essure (batch no. C22920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy and tonsillectomy. Concurrent conditions included abdominal pain. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), menorrhagia ("bleeding with clot/periods/bleeding"), dyspareunia ("painful sexual intercourse"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), depression ("depression"), depressed mood ("sadness"), abdominal pain ("abdominal pain"), gastrooesophageal reflux disease ("gerd"), arthralgia ("joint pain in legs"), dysuria ("painful urination") and gait disturbance ("plaintiff could not get out of bed or walk"). The patient was treated with cyclobenzaprine, gabapentin, ibuprofen, omeprazole, paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy and partial cornuectomyn, and essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, dyspareunia and dysuria was resolving, the embedded device, pelvic discomfort, back pain, vulvovaginal pain, abdominal pain, gastrooesophageal reflux disease, arthralgia and gait disturbance outcome was unknown and the depression and depressed mood had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, arthralgia, back pain, depressed mood, depression, device expulsion, dyspareunia, dysuria, gait disturbance, gastrooesophageal reflux disease, menorrhagia, pelvic discomfort and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: right fallopian tube appears occluded; on (B)(6) 2015: left tubal beyond the micro insert is demonstrated. The patient should remain on alternative contraception and not rely on the essure micro insert for contraception; on (B)(6) 2015: satisfactory position of the essure micro inserts, however small amount of contrast in the left fallopian tube. Ultrasound scan vagina - on (B)(6) 2018: linear echogenic fous which likely represents a metallic foreign body within the myometrium of the right uterine findings. The finding may represent a displaced intrauterine device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain,vaginal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: following events were added : pelvic discomfort, painful sexual intercourse, back pain, vaginal pain, depression, sadness, metallic foreign body within the myometrium of the right uterine findings, joint pain in legs, painful urination,plaintiff could not get out of bed or walk. Lot number added. Reporter information added. Treatment drugs added. Event device dislocation was updated to device expulsion. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the essure devices / metallic foreign body within the myometrium of the right uterine findings.") And embedded device ("metallic foreign body within the myometrium of the right uterine findings.") In a female patient who had essure (batch no. C22920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, tonsillectomy and miscarriage ((B)(6) 2014). Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), pelvic discomfort ("pelvic discomfort"), menorrhagia ("bleeding with clot/periods/bleeding"), dyspareunia ("painful sexual intercourse"), back pain ("back pain"), vulvovaginal pain ("vaginal pain"), depression ("depression"), depressed mood ("sadness"), abdominal pain ("abdominal pain"), gastrooesophageal reflux disease ("gerd"), arthralgia ("joint pain in legs"), dysuria ("painful urination") and gait disturbance ("plaintiff could not get out of bed or walk"). The patient was treated with cyclobenzaprine, gabapentin, ibuprofen, omeprazole, paracetamol (acetaminophen) and surgery (laparoscopic bilateral salpingectomy and partial cornuectomyn, and essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion and dysuria was resolving, the embedded device, vulvovaginal pain, abdominal pain, gastrooesophageal reflux disease, arthralgia and gait disturbance outcome was unknown and the pelvic discomfort, menorrhagia, dyspareunia, back pain, depression and depressed mood had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, arthralgia, back pain, depressed mood, depression, device expulsion, dyspareunia, dysuria, gait disturbance, gastrooesophageal reflux disease, menorrhagia, pelvic discomfort and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: right fallopian tube appears occluded; on (B)(6) 2015: left tubal beyond the micro insert is demonstrated. The patient should remain on alternative contraception and not rely on the essure micro insert for contraception; on (B)(6) 2015: satisfactory position of the essure micro inserts, however small amount of contrast in the left fallopian tube. Ultrasound scan vagina - on (B)(6) 2018: linear echogenic fous which likely represents a metallic foreign body within the myometrium of the right uterine findings. The finding may represent a displaced intrauterine device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain,vaginal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: pfs received. Medical history, historical drug, concomitant drugs were added. Outcome of event were updated: pelvic discomfort, bleeding, back pain, dyspareunia, menorrhagia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure devices") in a female patient who had essure inserted. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (removal of the devices and her fallopian tubes). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.